Event description:
It was reported that the customer passed away at home. The cause of death is still unknown. The caller stated that the customer was vomiting every day. He had a test done and it showed that his food was not passing. He had acid reflux. The caller stated that the customer's blood glucose would run high and low. He had a heart disease. His blood glucose at the time of death was unknown. The customer was wearing the insulin pump at the time of death. He was using sensors and was wearing one at the time of death. The caller stated that the insulin pump was lost; it's not at home or at the funeral home. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.